Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), confirmed damage to the cuff lock; however, a specific cause for the observed damage could not be conclusively determined. Additionally, a specific cause for the reported bleeding under the apical cuff could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable intact. The apical cuff (lot number 6956246) was returned unsecured with the cuff lock disengaged. Visual examination of the cuff lock revealed that the cuff lock latch arm was bent up and towards the cuff lock cover. Scratches consistent with markings from tool use were also present on latch arm. The cuff lock moved freely upon manipulation and could not be forced into the locked position with no apical cuff in place, as intended by design. The cuff lock was then overlaid on a 1:1 scale drawing which revealed that the left and right locking arms were slightly bent out of specification, in addition to the latch arm being deformed. Measurements were taken of the cuff lock which confirmed that both the left and right locking arms were slightly bent out of specification. Review of manufacturing documentation, which includes functional testing and visual inspection of the cuff lock for bent latch arm and locking arms, found no deviations in manufacturing or quality assurance specifications. The cuff lock assembly was reassembled, and a test apical cuff was connected. The cuff lock moved easily; however, the cuff lock latch arm and lock arms prevented full engagement of the locking mechanism. The evaluation was unable to determine exactly when or how the cuff lock latch arm and lock arms became bent; however, the deformation of the latch arm as well as the markings on the side of the latch arm appear consistent with the latch arm being pried up and deformed with tool use while trying to disengage the cuff lock. Additionally, although a specific cause for the locking arms being bent out of specification could not be conclusively determined through this evaluation, it could have contributed to the reported rotation of the pump around the apical cuff, if it were present at the time of the reported event. The remainder of the device appeared unremarkable. Examination of the textured, blood-contacting surfaces of the device revealed no evidence of adhered or developed depositions or thrombus formations. The lvad event and periodic log files retrieved from the returned device captured data consistent with the temporary implant and ultimate explant of (B)(6) and appeared to show the device functioning as intended for the duration that it was in use. (B)(6) was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the lvad assembly device history records showed that the cuff lock and sealing ring installed on (B)(6) passed all inspection and testing. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 of the IFU lists bleeding as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿), contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Section 5 states, if the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. Section 5, under ¿caution¿, states, if difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. This section also warns that the suture knots should not interfere with the connection, and if a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. Furthermore, section 5 states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr, international normalized ratio, range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The hm3 lvas surgical hand tools IFU rev. A also provides information on how to properly disengage the slide lock mechanism from the apical cuff. The IFU instructs the user to advance the tip of the unlock tool into the slide lock tab with the pivot pointing away from the pump and warns the user to not advance the unlock tool any further after the tip has been engaged. The user must keep the shaft of the unlock tool parallel to, and resting on, the pump housing. Finally, the IFU instructs the user to rotate the unlock tool approximately 90 degrees until the slide lock unlocks. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report numbers: 2916596-2021-07338 and 2916596-2022-10620.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during implant the apical cuff appeared to attach correctly. The yellow indicator on the cuff lock was not exposed and the purple level closed with ease. There was no apparent bleeding on the heart. The team continued the implant procedure. During preparation for the chest closure, it was noticed that there was a significant amount of bleeding between the cuff and the pump. The patient was put back on cardiopulmonary bypass (cpb). The t-clamp was used to unlatch the pump. It was noted that there was a jelly-like thrombus around the cuff and in between the cuff that indicated significant bleeding and that the pump was freely rotating around the cuff. The pump ((B)(4)) was deemed an out of box failure. The team confirmed this was an out of box failure by testing a new cuff with the original pump. The new cuff was placed on the pump but it was very difficult to remove and the t-clamp broke. A new implant kit was opened and the pump ((B)(4)) was used along with the original apical cuff. The patient returned to the operating room (or) on (B)(6) 2021 due to tamponade. Related manufacturer report number for second apical cuff: 2916596-2021-07338.